Event description:
At 2332, impella cp alarmed red alarm stating "pump off; motor current high" rn in room and perfusion and cca called to bedside. P level increased to p3 and pump restarted. At 2336, pump stopped again with same red alarm- p level increased again and pump restarted. After 3rd time of pump stopping, at 2339, rn unable to increase p level to restart pump. Pt. Remained hemodynamically stable at this time- norepinephrine increased and epinephrine increased to 0.06. Plan made for patient to go to cath lab. Impella pulled back per protocol. At 2350 patient's maps dropped to 30, epinephrine administered and compressions started. Patient unable to be resuscitated and expired. Prior to patient's transfer to hospital, he presented to a different hospital with chest and left arm pain and was found to have an acute anterolateral stemi. Underwent pci (95% occlusion prox lad, 100% mid lad) with prox and mid lad stents placed. Right femoral impella cp was placed post-cath for ci 1.2 and elevated pa pressures. The next day he was noted to have a worsening aki, shock liver and hyperglycemia. The next day cardiogenic shock worsened and he was transferred for higher level care.